Event description:
A patient had received a partial knee arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee implants on (B)(6) 2012. The surgeon performed a total knee revision on the date of event due to medial condyle osteophyte overgrowth along the entire medial condyle.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been performed by mako surgical. The surgeon stated that the observed medical osteophyte overgrowth was new osteophyte that grew in and was prominent approximately 4-5 mm. The surgeon said the osteophyte also resulted in a groove worn in the patella button component. Rio session files were also reviewed, and all values were found to be within acceptable tolerances. There is no evidence to suggest that the rio or mck implants contributed to the patient's physiological factors that led to the required revision.